Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a change in therapeutic effect. The patient's blood pressure was "dropping" and the patient was given narcan. No additional information was provided. Additional information has been requested. A follow-up report will be sent if additional information becomes available.